Event description:
It was reported that the pt suffered painful shocks in the arms and legs. The pt had a lead placed last week for a trial and was getting good stimulation benefit. The implantable neurostimulator (ins) was then placed. The stimulation was off when the shocking sensation began and stimulation had not been turned on yet at all for the pt. The pt was thin and the ins was tight in the pocket. The pt indicated, the shocking felt electrical in nature. Impedances were all normal range though all combinations with #7 were >10k. The pt was given oral pain medications. The pt outcome was normal and the stimulator was reportedly, working effectively.

Manufacturer narrative:
(B)(4).